Event description:
Customer's granddaughter reported the advantage system gave a blood glucose result of 255 mg/dl at a time when she was symptomatic of hypoglycemia. Customer was not treated based upon the advantage result; customer's daughter called emt's. Emt meter result 5 minutes later was 50 mg/dl. Customer was unable to self-treat, emt's treated with glucose gel. A request was made for the return of the system and a replacement was sent.